Event description:
It was reported that a malfunction occurred on the pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and there was no recurrence of the malfunction code after resetting, allowing the customer to continue using the pump.